Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 scope washer fluid was not reaching the end of the c-ring. There was a problem with the scope wash tubing as they were pushing saline with the syringe but it was not reaching the area. The hospital did not claim that any parts were broken. They were not able to see anything during the procedure so a replacement kit was used to complete the procedure. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).